Event description:
Rep reported that the tubing broke. It is not clear at this point where as the device is already packaged up. It was reported that there were no adverse consequences and only the system was changed. The catheter was left in place. It was asked if there was csf leakage at any point. More information is expected. (B)(4) rep confirmed that there was no leakage. (B)(4) rep confirmed that the hospital has discarded the drain. Explant kits were sent to the customer on (B)(4). (B)(4) drains were discarded. (B)(4). An initial medwatch is being generated to file this complaint as a serious injury.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).